Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had stripes in the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: d4, d5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, the inner tube neck of the insertion section had corrosion and therefore the parts are not dis-/reassemble, outer tube is damaged, dielectric strength is inadequate, r-unit (charge coupled device) section is broken, image quality is poor, video cable section has corrosion and therefore the parts are not dis-/reassemble. Based on the results of the investigation, it is likely that the customer's report of a 'stripes in the image' was due to video cable is broken. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation 'parts are not dis-/reassemble' was due to the inner tube neck of the insertion section has corrosion. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation 'dielectric strength is inadequate' was due to outer tube is damaged. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation ' image quality is poor was due to cover glass of the r-unit (charge coupled device) section is broken. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation 'parts are not dis-/reassemble was due to video cable section has corrosion. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.